Event description:
The customer reported that while the iabp was in use on a patient, during helicopter transport of the patient, the iabp display froze and could not be read. Therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the video receiver board (part number 0670-00-07366) was replaced. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).